Manufacturer narrative:
(B)(4). The customer reported three occurrences and returned samples for two of the occurrences. Visual inspection revealed that the y-site of both of the returned samples was damaged, and that the y-site punctured through the pouches. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. As a corrective action a sensor was installed on the packaging machines to detect any tube/component caught by the seal that may occur during the sealing of the pouch. All lines were fitted with these sensors and all employees were trained to use the new system. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4), a dehp free administration set in which a leak was observed. According to the report, the leak occurred at the bonded junction of the y-site and the tubing. The alleged defect occurred during priming. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.